Event description:
The l5 set screw loosened from the pedicle screw 3 months post-operatively and revision surgery was performed to revise the screw. During the process of removing the pedicle screw, it was damaged and had to be removed in pieces.

Manufacturer narrative:
No defects in the set screw were identified in the retrieval analysis. The wear pattern on the undersurface of the screw was consistent with the wear seen when the rod has not been fully seated during surgery and consequently loosens. This is a known complication of this procedure and is cautioned in the product insert. The surgical technique manual clearly describes the use of the instruments to facilitate full seating of the rod. The screw dis-assembly during removal was due to the excessive application of force.